Event description:
Approx two days post implantation of the gore tag thoracic endoprosthesis, this pt had a transient ischemic attack (tia). A computerized tomography angiography (cta) revealed that the pt had a patent left common carotid artery and it is not known why the pt suffered from a tia. Three to four days post implantation the pt suffered from a severe stroke and expired.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note, this patient was implanted with 4 gore tag thoracic endoprostheses. This medwatch 2017233-2006-00083 is for the fourth device implanted and is associated with medwatch numbers: 2017233-2006-00082, 2017233-2006-00084, and 2017233-2006-00085.